Manufacturer narrative:
Manufacturer's investigation conclusion: low speed events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2020 at 14:40:46 to (B)(6) 2020 at 12:14:57, per the timestamp. Low speed events were captured on (B)(6) 2020 while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the low speed events captured in the log file are consistent with a potential driveline issue; however, a specific cause cannot be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low speed events while connected to the mobile power unit (mpu) and/or power module. No further information was reported.